Event description:
It was reported that a dissection occurred. The 97% stenosed target lesion was located in the severely calcified and severely tortuous mid left anterior descending (lad) artery. A 3.50 x 38 mm synergy was advanced, but failed to cross the lesion. A distal edge dissection was noted and an additional stent was used to complete the procedure. No further patient complications were reported.

Manufacturer narrative:
Initial reporter address e1: (B)(6)